Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin while priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had to change battery before 7 days is up. The insulin pump just shut down with no alarm and after the shutdown, the settings did not come back up. The device will not be returned for analysis.